Event description:
This patient experienced an acute thrombosis approximately 10 minutes after having a cypher stent implanted in the mid right coronary artery (rca). This was treated with aspiration and balloon inflations. This pt was admitted to the hospital with a chief complant of angina. The pt was currently taking aspirin and ticlid. The pt was taken electively to the cardiac cath lab, where angiography revealed a de novo, b1 type lesion in the mid-rca. A bolus of 8,000 units of heparin was administered via IV, with act's reported to be 329 seconds. There were no difficulities in accessing or wiring the vessel noted. The mid-rca lesion was predilated with a 2.5 x mm maverick ii balloon inflated to 14 atms. A 3.0 x 23mm cypher stent was deployed to 16 atms with satisfactory results. The stent was post-dilated with a 3.0 x 25mm balloon inflated to 16 atms. Residual stenosis was reported to be 0%. Within ten minutes of the completion of the procedure, the patient began to experience chest pain. Additional angiographic review revealed a thrombus in the newly implanted cypher stent. This was treated with aspiration thrombectomy and additional balloon inflations. An intra-aortic balloon pump was inserted for hemodynamic support.